Event description:
It was reported that patient presented to the clinic with increasing heart failure, dyspnea and pneumonia. The device failed to be interrogated. Subsequently, upon device interrogation; high, out of range settings, high capture threshold was observed. An echography was done and confirmed heart failure. Programming changes were made and the patient received antibiotics for the pneumonia. Patient¿s cardiovascular medication was also changed. The patient started to feel improvement and was discharged home. Patient was stable before, during and after the event.